Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous unknown artery. The 15mm x 3.5mm maverick2 balloon catheter was selected and ruptured at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is good. Additional information was requested and no additional detail is available.

Event description:
The user received a questionable low troponin t (tnt) results for one patient sample on the elecsys 2010 analyzer. The initial result for tnt gave < 0.010 ug/l. The sample was repeated twice giving 0.315 and 0.318 ug/l respectively. The repeat tnt result of 0.318 ug/l was considered to be the correct result and was reported outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number was 158877.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Quality control run before and after event was acceptable. No adverse events were reported.

Manufacturer narrative:
(B)(4).

Event description:
The cause of death was unknown. The nurse did not provide information regarding treatment prior to death. On an unreported date in 2010, dianeal therapies were withdrawn and the patient was placed on hemodialysis. Per the nurse, the fatal event was not related to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.